Manufacturer narrative:
Event date is estimate.

Event description:
Related manufacturer report number: 1627487-2021-13087. It was reported that the patient's ipg became inoperable after not being charger for over 3 years (2019). As result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicated that the patient's ipg and lead were explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.